Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard the device beeping for five minutes. Upon evaluation, there were no alerts in the device. The patient was subsequently seen in the emergency room about a week later with complaint that they had fainted and the patient remembers getting a shock. The patient further reported that they are hearing tones sounding every fifteen minutes. The device battery is nearing elective replacement indicator (eri). Diagnostics evaluation also indicated that the patient did not have a tachycardia detected. The device remains in use. No further patient complications have been reported as a result of this event.